Manufacturer narrative:
(B)(4). This event occurred in grc.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total psa value of 15.64 ng/ml. The sample was repeated three times, resulting in values of 5.30 ng/ml, 5.33 ng/ml, and 5.35 ng/ml. The total psa reagent lot number was 460562. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last preventive maintenance performed on the analyzer was on (B)(6) 2021. The system was due for maintenance when the issue occurred. The field service engineer performed instrument maintenance and performance testing. Performance testing passed. The customer did not have any further issues. An issue with instrument maintenance or pre-analytic sample handling could not be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.